Event description:
Additional information later received reported the steps taken to resolve the pump tilting/moving when riding their bike was the healthcare provider instructed the patient to wrap their abdomen with an ace bandage. The patient did that but it didn't help because the patient's knee kept knocking the pump and moving it. Per the patient this was a recumbent bike. The patient finally got a new bike because the patient needed to exercise. The bike the patient bought was more like an upright bike so the patient's knee didn't come up as high. The patient also wraps their abdomen with an ace with the new bike to help stabilize the pump.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving bupivacaine and morphine, dose and concentration not reported, via an implantable pump. The indication for use was spinal pain. The patient reported that when they ride their bike the pump tilts and moves. When the patient raises their knee it pushes and wiggles the pump. The patient wanted to know if any harm would be done to the pocket. The patient stated there was no discomfort or issues. The event date was noted as december 2015. The steps taken to resolve the pump tilting/moving when riding a bicycle were not reported. Further follow-up was conducted to obtain information. If additional information is received a follow-up report will be sent.